Event description:
The pt experienced an electrical shock kind of feeling for a long time with the device. The pt also experienced shocks on shop security arches. The stimulator was replaced. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.